Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reported the bolus calculator is not tracking active insulin accurately. Customer stated bolus advice settings are correct. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.